Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes were found with deformed stoppers, 1 tube had embedded foreign matter in the stopper, 4 tubes had dirty stoppers/caps, and 1 tube had a embedded foreign matter inside it. All defects were found prior to use in lot# 0009606. The following information was provided by the initial reporter, translated from japanese to english: "the following issues were found in tubes (367840) from lot 0009606: damaged tube ×8. Fm in tube ×1. Dirty cap/stopper ×6. Black spot in tube ×1. [Correction]. Deformed stopper x3. Dirty stopper x4. Embedded fm on stopper x1. Embedded fm on tube x1".

Manufacturer narrative:
H.6. Investigation summary bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding, fm in stopper, and embedded fm in tube, dirty stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding, fm in stopper, and embedded fm in tube, dirty stopper with the incident lot was observed.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stopper molding and embedded fm in tube through a corrective and preventive action (CAPA) 90580. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes were found with deformed stoppers, 1 tube had embedded foreign matter in the stopper, 4 tubes had dirty stoppers/caps, and 1 tube had a embedded foreign matter inside it. All defects were found prior to use in lot# 0009606. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were found in tubes (367840) from lot 0009606: damaged tube ×8, fm in tube ×1, dirty cap/stopper ×6, black spot in tube ×1. [Correction] deformed stopper x3 dirty stopper x4 embedded fm on stopper x1 embedded fm on tube x1"